Manufacturer narrative:
Visual evaluation/inspection of product under 65x magnification showed no signs of physical damage.

Event description:
Mobility was reported. Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.